Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month after implant both the right ventricular (rv) lead and right atrial (ra) lead dislodged. The leads were extracted and deemed ¿unacceptable to re-implant¿ by the physician. The ra lead was replaced. During replacement of the rv lead the new rv lead exhibited undefined impedance even though it was repositioned twice. That rv lead was not used and different rv lead was successfully implanted. No patient complications have been reported as a result of this event.